Manufacturer narrative:
E1 - initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field. Investigation results: the device is not expected to be returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the mustang device defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that the balloon failed to deflate properly. The 60% stenosed target lesion was located in the iliac artery. The vessel exhibited more than moderate tortuosity and mild calcification. A 7.0 x 40 mm, 75 cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon was inflated to nominal pressure and held for approximately 30 seconds. However, the balloon did not deflate properly. There was no issue removing the device even though it did not deflate properly. The balloon could not be reused to re-cross the lesion, so the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that the balloon failed to deflate properly. The 60% stenosed target lesion was located in the iliac artery. The vessel exhibited more than moderate tortuosity and mild calcification. A 7.0 x 40 mm, 75 cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon was inflated to nominal pressure and held for approximately 30 seconds. However, the balloon did not deflate properly. There was no issue removing the device even though it did not deflate properly. The balloon could not be reused to re-cross the lesion, so the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field.